Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pump alarmed. The patient experienced spasticity. The logs were read. A motor stall/occlusion was noted; no motor stall recovery was recorded. The physician's assistant tried to restart the pump, but "had no luck". The pump was replaced. The patient recovered without sequela. The pump delivered morphine, marcaine, and compounded baclofen.